Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump was not delivering enough insulin. The customer stated the device was cracked. The customer could not recall any significant events leading to the issue. The customer's blood glucose levels were between 300 and 400 mg/dl. The customer treated with manual injections. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.